Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the display went off with a beep sound, heavy corrosion was found on the circuit board, and it was found that the equipment powered on but there was a problem with the display. In addition, heavy rusting was found on the chassis, electropneumatic valve, first regulator, and connector, the connector of the manifold unit was broken, there was leakage from the connector, and rust was found on the top cover and rear panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the insufflation unit did not power on when being tested prior to use. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information in b5 based on the legal manufacturer's final investigation.

Event description:
Additional information was received stating the procedure was a general laparoscopic surgery and was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The results of the investigation for the reportable malfunctions are as follows: 1. The event of display disappeared and a beep sound was heard was due to severe corrosion of the printed circuit board. There is no definitive root cause of the corrosion. 2. The event of leakage found from the k connector was due to the failure of the k connector. There is no definitive root cause of the failure. 3. The event of the connector of the manifold unit found broken has no definite root cause. Olympus will continue to monitor field performance for this device.